Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08735 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed tone check and vibrate check. The low reservoir alarm functions properly with audio alert. No audio/vibrate/absence of alarm anomalies noted during testing. No drive/motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using carelink. Device had intermittent button response on the express bolus, esc and act buttons due to flattened dome switches (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd or b was found locked properly. No damage noted on the battery tube threads. Device had stripped battery cap at coin slot, minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had side buttons are hard to press and alarm doesn¿t sound when insulin was low motor was louder. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.